Manufacturer narrative:
Per the facility, the unit was being used on or near bone. Use on bone is against the tx microtip indications for use. An internal validation on the durability of the microtips was performed indicating that the tip will break if used under extreme conditions such as usage that would cause side loading force to be applied. The unit was returned to the manufacturer and evaluated. The needle was verified to be broken and damage to the case nose was observed. The unit was dissembled and it was confirmed the needle broke at the braze joint. A portion of the needle breakage, not separation. The break point indicates improper technique or side loading. Damage to the case nose indicates contact with hard tissue such as bone. Damage would not occur during normal use conditions. The reported malfunction was attributed to off-label usage and/ or improper technique.

Event description:
During the procedure the needle attached to the microtip broke at 3:30 of total cutting power. Per the physician, the procedure was completed at the time of needle breakage. The broken needle was observed outside of the patient and required no intervention as the needle did not break off into the patient. There were no reported adverse events to the patient due to the needle breakage. Per the initial report, the physician was using the microtip on/near bone.